Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (leg) due to the adhesive becoming wet from the pod leaking insulin, causing the cannula to dislodge. It was reported that there had been bleeding at the infusion site. When the pod fell off, "a lump of pus" was reportedly visible at the injection site. As treatment a new pod was applied. No medical assistance was required.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: not provided omnipod software app version: not provided operating system: not provided hardware: not provided cgm sensor type: not provided please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.